Event description:
Customer reported a keypad anomaly. The customer stated the numbers on their keypad was scrolling. Customer also stated their keys were unresponsive. Customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There were not any display ramping on its own anomaly noted. The unit was received with a cracked reservoir tube lip and battery tube threads. The unit was received with minor scratches on the display window.